Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was programmed to vvi 65 pacing and a power on reset (por) was noted. It was stated the device likely went to end of life (eol) and had a por because no programming could take place at the interrogation. No capture was noted on the egm and it was stated based on the last device check, the device would have met eol criteria. The device remains in use and further information has been requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient was seen in office and found to have a heart rate in the 40s. An interrogation of the cardiac resynchronization therapy pacemaker (crt-p) was unable to establish telemetry. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Battery analysis found the battery developed high internal resistance between the cathode and cathode current collector, which greatly lowered its voltage output under load conditions this device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.